Event description:
It was reported that the pt experienced a sudden loss of stimulation after lifting a tire. Impedances on all electrodes were measured at over 40,000 ohms. The extensions were replaced on (B)(6) 2011 and returned to MFR for analysis.

Manufacturer narrative:
(B)(4): eval of extension (B)(4) discovered that all conductor wires were broken 27.5 cm from the proximal end and all circuits were open. Analysis of extension (B)(4) discovered that all conductor wires were broken 19.8 cm from the proximal end and all circuits were open.